Event description:
Review of the log files captured the system controller being exchanged on the same day as the modular cable. The driveline communication faults were reported to have been resolved after this exchange. The patient's renal dysfunction began in 2022, and the patient underwent hemodialysis starting on (B)(6) 2022, and was hospitalized multiple times, however the patient's renal dysfunction was not determined to be related to or caused by the left ventricular assist device (lvad) or lvad therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline communication fault alarm. Although a specific cause for the alarm could not conclusively be determined through this evaluation, evaluation of the returned modular cable confirmed a breach in the yellow wire (communication b) that may have contributed to the alarm which is further addressed under the modular cable investigation (manufacturer report number: 2916596-2026-00287). The submitted and extracted system controller event log files collectively contained events from 29dec2025 through 06jan2026. A driveline communication fault alarm, associated with comm b line faults, was captured for the duration of the log files, and pump function was not interrupted during these events. The driveline communication fault alarms persisted despite the patient exchanging their system controller on (B)(6) 2025; however, the alarms reportedly resolved following a modular cable and system controller exchange performed by an abbott technical service representative on 06jan2026. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms as well as how to respond to each alarm condition. Section 5 of the lvas patient handbook entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults and driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline communication fault and the patient performed a system controller exchange without notification to the team. The patient continued having the alarm. When the patient presented for dialysis, they made the patient call the clinic about the alarm. The patient then presented to the clinic and was hooked up to the system monitor. Replace backup battery (ebb) was seen, and the ebb was replaced. The driveline communication fault continued. There was a small tear noted on the patient side of the connection to the modular cable and the patient stated they may have gotten wet. Log files were submitted for review and the log files from the first system controller captured driveline_comm_fault alarm flags. The system controller was able to maintain pump function until the driveline was disconnected at 21:45:17 on (B)(6) 2025. The event log file from the current primary system controller, also recorded driveline_comm_fault alarm flags. An (f49) clock_invalid controller fault flag was active until the controller clock was synched at 12:32:17 on (B)(6) 2026. The modular cable was replaced and no further alarms were observed. It was noted no signs of corrosion were observed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later reported that the patient fell in the ocean and the modular cable and system controller were exchanged on (B)(6) 2026.